Manufacturer narrative:
The device is not available for evaluation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involved a plumset where it was reported that a leak was found when changing the chemotherapy bag. There was no report of patient involvement or patient harm. No additional information was provided.